Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va1d9gv, implanted: (B)(6) 2017. Product type lead section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the system worked for the first 3-4 weeks after they were implanted and then it stopped working. The doctor had them turn it up for maybe a week and then they ascertained that the lead had come disconnected. Caller said they left the system in and put a new one in, but the information was unknown about the new device.